Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.